Event description:
Reference number (B)(4). Event occurred in republic of korea. It was reported that the patient experienced leakage at site on (B)(6) 2026, with leakage coming from the injection port after the infusion set had been in use for one day. No further information available.